Manufacturer narrative:
(B)(4). Batch #t5ew59. Investigation summary: the analysis found that one pce45a device was returned with no apparent damage and with one ecr45d cartridge loaded in the device. The cartridge reload was received broken in two pieces and partially fired 1/10. In addition, several drivers were returned inside of a plastic bag. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. It is possible that the damage to the cartridge was due to an improper handling of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device would not fire on the sixth firing. Changed to a new device to complete surgery. There was no patient consequence reported. No additional information can be provided.